Event description:
Data review confirmed that diagnostics were performed on the replacement generator and showed high impedance. No further relevant information has been received.

Event description:
It was reported that high impedance was seen after generator replacement on the new generator and so the lead was revised and high impedance resolved . The replacement surgery was originally planned due to high impedance, but x-rays showed that the high impedance was due to incomplete lead pin insertion, so it would be expected that pin reinsertion or generator replacement would resolve the high impedance. Pin reinsertion on the old generator was not attempted. Note that there was a possible sharp angle in the lead identified in the x-rays. The explanted generator and lead were discarded. No further relevant information has been received to date.